Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No stuck button alarm noted. No damage in the keypad assembly and the keypad connector on electrical board was locked properly during visual inspection. No failed battery test alarm noted. However, pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed replace battery now. This was the second occurrence of replace battery now without a low battery warning. In the alarm history multiple replace battery, power loss, failed battery test, and a stuck button alarm were found. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The device is expected to returned.